Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The flow transducer test failed and the gas modules was identified defective. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.